Event description:
Patient underwent cardioversion procedure. After defibrillator was used, there was a strong odor of something burning. Defibrillator and pads were immediately removed from patient. Unsure if odor was from defibrillator or pads used on back. FDA safety report ID # (B)(4).